Event description:
Patient was revised to address infection. Osteolysis was observed intraoperatively.

Manufacturer narrative:
The reported premature battery depletion could not be confirmed. A longevity calculation was performed and the device was within expected longevity performance. The low battery voltage experienced in the field was due to the high number of high voltage charges performed by the device.